Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of questionable elecsys ft3 iii results for 2 patients tested on a cobas 8000 e 801 module compared to an investigation sites cobas e 411 immunoassay analyzer and cobas e801. It was unknown if the erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The cobas e801 serial number used at the customer's site was requested but not provided. The cobas e801 serial number from the investigation site was (B)(4). The ft3 iii reagent lot used on this instrument was 348359 expiration date of 31-oct-2019. The cobas e411 serial number from the investigation site was (B)(4). The ft3 iii reagent lot used on this instrument was 314666 expiration date of 28-feb-2019. The investigation is currently ongoing.

Manufacturer narrative:
A second sample from the same patient with sample identifier (B)(6) was provided for investigation. This new sample (identified as (B)(6) had discrepant ft3 results when tested on two e 801 analyzers, a cobas 8000 e 602 module, and an e 411 analyzer. Refer to the attachment for data from this new sample. The sample was initially tested on the customer's e 801 analyzer on (B)(6) 2020. The sample was provided for investigation, where it was tested on a second e 801 analyzer, and e 602 analyzer, and an e411 analyzer on (B)(6) 2020. Additional test data for this sample is also provided in the attachment. The serial number of the customer's e 801 analyzer used to measure sample ID (B)(6) was provided as (B)(6) . It is not known if this analyzer serial number was used to measure the first sample of the patient, ID (B)(6). The serial number of the e 801 analyzer used for investigation of sample ID (B)(6) was provided as (B)(6) ft3 reagent lot number 476059 with an expiration date of 31-aug-2021 was used on this analyzer. The serial number of the e 602 analyzer used for investigation of sample ID (B)(6) was provided as (B)(6) . Ft3 reagent lot number 446738 with an expiration date of 31-dec-2020 was used on this analyzer. The serial number of the e411 analyzer used for investigation of sample ID (B)(6) was provided as (B)(6) . Ft3 reagent lot number 446738 with an expiration date of 31-dec-2020 was used on this analyzer.

Manufacturer narrative:
The investigation confirmed the presence of an interfering factor in the sample provided for investigation. Information regarding the interferant is already referenced in the method sheet for ft3: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.

Manufacturer narrative:
The customer provided siemens centaur data for the two previously provided patients along with discrepant ft3 iii results for an additional patient. For information on ft4 iii refer to the medwatch with a1 patient identifier (B)(6). For information on tsh refer to the medwatch with a1 patient identifier (B)(6). Refer to the attachment for all patient data provided. Discrepant results are highlighted. It was unknown if any of the erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The cobas e801 serial number from the investigation site was 14d9-06. The ft3 iii reagent lot used on this instrument was 348359 expiration date of 31-oct-2019. The tsh reagent lot used on this instrument was 331814 expiration date of 31-aug-2019. The cobas e411 serial number from the investigation site was 65g1-25. The ft3 iii reagent lot used on this instrument was 314666 expiration date of 28feb-2019. The tsh reagent lot used on this instrument was 349487 expiration date of 30-apr-2019. The cobas e602 serial number from the investigation site was 1286-07. The ft3 iii reagent lot used on this instrument was 341685 expiration date of 30-jun-2019. The tsh reagent lot used on this instrument was 349487 expiration date of 30-apr-2019. For patient ID (B)(6), there was insufficient sample remaining for further investigation. For patient ID (B)(6) and patient ID (B)(6), the overall results between the roche and siemens centaur methods were very similar and mostly in concordance with each other. The observed differences in ft3 values are most likely explained by the fact that the assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, and differences in reference materials and the standardization methodology used. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
For sample ID (B)(6), the patient sample was submitted for further investigation. Upon investigation of the sample, an interfering factor against a component of the ft3iii assay was identified. In this context, reference is made to the following disclaimer in the method sheet of the ft3iii. Assay: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings.